Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, rattling sound coming from the exhaust fan was noted. A non-olympus lamp over 200 hours, air leaking from the side of the scope socket, and cosmetic damage were observed. In addition, damaged scope connector port and missing power button was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii xenon light source has a hissing sound coming from the port of where the scope is plugged. Furthermore, the power button was missing. The event occurred during preparation for use. During a standard service inspection of the customer returned device, use of non-olympus lamps, fan, and power switch failures were noted. This report is to capture the reportable malfunctions found at inspection. There was no patient harm or user injury reported due to the event.